Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -3.0/+1.5/082 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. The surgeon notes low vault and refractive surprise. Reportedly, lens remains implanted. The cause of the event is listed as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a lens vial dry with clear surgical residue. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- "the lens was removed on an unknown date. On (B)(6) 2019 a longer lengrth replacement lens was implanted. The replacement lens resolved the problem." Should be added to the initial MDR. H6- patient code 3191: secondary surgery; lens explant. Claim# (B)(4).